Event description:
It was reported that the user administered two doses of external insulin by injection without disconnecting or pausing the ilet, after which insulin therapy was paused and later resumed, with the infusion site and cgm reported as viable and blood glucose around 150 mg/dl trending downward; this was categorized as a usage issue involving an improper procedure, and no specific device component issue applied. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.